Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a 6 mm, 23-inch infusion set, with no reported alarms or delivery interruptions and no observed site leaks, and a confirmatory fingerstick measured 367 mg/dl. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education with an infusion set change. Investigation included technical support assessment and user-led corrective action following standard troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that insulin delivery issues were not confirmed. It was concluded that the event was related to hyperglycemia of undetermined cause without device malfunction identified at the time of support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.